Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the severely calcified middle left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.